Event description:
Customer reported a transfusion reaction occurred on a patient whose sample was tested with capture-r select on galileo.

Manufacturer narrative:
The instrument images were reviewed, the customer did not provide any additional information. The sample and reagents were not available for repeat testing; capture reagents had expired. It is not possible to rule out the sample as a cause of the event.